Event description:
It was reported that the patient presented in clinic. Prior to the procedure, it was discovered that the right ventricular lead was exhibiting high capture thresholds and high pacing impedance. No interventions were taken. The patient was in stable condition.